Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a confirmed gastrointestinal bleed (gib) on (B)(6) 2023. The patient had one episode of "pitch black" stool followed by bright red blood on the morning of admission. A colonoscopy or video capsule endoscopy was recommended but the patient declined. It was noted that hemoglobin levels remained stable. The patient did not require transfusion and had no further episodes of dark stool/rectal bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.